Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, 0202319895, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 400 ml. Flow rate: 8 ml. Procedure: left knee acl repair. Cathplace: left thigh femoral block. A report was received stating the medication infused sooner than expected. Upon discharge the doctor and nurse told the patient and mother that pump therapy would last 2-3 days. The date of surgery was (B)(6) 2016. The pump was empty prior to 7pm on (B)(6) 2016. The infusion was under normal temperature. No warming device was used. Additional information received (B)(6) 2016 stated the anesthesiologist instructed the patient's mother to remove the catheter at the patient's left thigh. During the infusion, the patient was under good pain control with no adverse signs and symptoms of local anesthetic. When the patient left the hospital, the pump was in the on-q pouch that hung from the patient' neck. The pump was carried below the waist level of the patient. No one squeezed the pump during use.